Manufacturer narrative:
Concomitant medical product: allofit cup hip catalog#: unknown; lot# : unknown. Therapy date: (B)(6) 2019. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to inlay fracture and dislocation that resulted from a fall.

Event description:
Durin the on-going investigation it was discovered that the involved device was the item# (B)(4) & lot# 2392490. This device is not us approved and there are no similar devices approved in us. For that reason we will void the medwatch from our database.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: h2. Correction: b4 - b5 - g4 - g7 - h10. Durin the on-going investigation it was discovered that the involved device was the item# (B)(4) & lot# 2392490. This device is not us approved and there are no similar devices approved in us. For that reason we will void the medwatch from our database. Zimmer biomet¿s reference number of this file is (B)(4).